Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis (pd) therapy. During the troubleshooting, the hp stated that the red clamp line (heater line) became disconnected from the heater bag, which caused the system error 2240. The hp also stated that the air was in the heater line (with the red clamp). The hp was unsure as to why the heater line disconnected from the heater bag. No damage on the supplies and the connection was properly tightened before the therapy started. Per the hp, the transfer set had nothing wrong with it and it was still in use. Renal therapy services (rts) assisted the patient in starting over with new supplies and advised hp to contact their registered nurse regarding the issue. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.